Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, bench handling and power cycling without duplicating the report. The dock connector was replaced as a precaution. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.